Event description:
It was reported that the nail broke approx 10 cm down the proximal end of the nail. Revision surgery was required. It was noted that there was no sign of an unhealed fracture on the x-ray. No adverse consequences to the pt or surgical delays were reported.